Event description:
It was reported that the patient's implantable pulse generator (ipg) could not sense the right atrial (ra) lead or the right ventricular (rv) lead. The ipg was explanted and replaced. Additionally, the patient's right ventricular (rv) lead had high impedance and a possible fracture. The rv lead was capped and replaced. Furthermore, the patient's right atrial (ra) lead had high thresholds and a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.